Event description:
Error description: customer called field service engineer (fse) and stated that they were performing a mammosite treatment and received 86 and 1a errors on channel 6. They repeated this several times with reboots and removal of afterloader power from wall box. Within this event no pt was involved. Fse was on site on (B)(6) and experienced difficulty removing the tail of the wire from the afterloader while the source wire was safely shielded. He was ultimately able to get the tail end out after some vigorous v-drive turning without manual intervention. He safely secured the wire in the monocoil sheat.